Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the gastroepiploic artery using penumbra smart coils (smart coils) and a non-penumbra microcatheter. During the procedure, the physician successfully implanted one smart coil in the target location. While attempting to implant the next smart coil, it became stuck inside the middle of the microcatheter. Upon removal, the smart coil detached in the proximal end to middle area of the microcatheter. Therefore, the microcatheter containing the detached coil was removed. It was reported that after flushing the detached smart coil out of the microcatheter, the coil could not be found. The procedure was completed using another smart coil and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned smart coil revealed that the embolization coil was detached from the pusher assembly and the pull wire was slightly retracted from the ddt. If the smart coil is forcefully retracted against resistance, damage such as this may occur. Based on the returned condition, the root cause of the smart coil becoming stuck within the microcatheter during the procedure could not be determined. The detached embolization coil was not returned for evaluation, and functional testing could not be performed. Further evaluation also revealed kinks in the pusher assembly. This damage was likely incidental to the complaint and may have occurred during packaging for the return. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Section h. Box 6. Conclusions code 1: 4316 - the investigation findings do not lead to a clear conclusion about the root cause of the reported complaint due to the return condition. H3 other text : placeholder.